Event description:
Patient advised she is losing medicine due to faulty cassettes. No further information given. No side effects reported. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; what is the outcome of the event? Resolved. Reported (B)(6) by pt/caregiver.